Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® edta 2k were having plastic molding defects, no report of medical interventions or serious injury.

Manufacturer narrative:
Medical device type corrected to jka. PMA / 510(k)# corrected to k981013.